Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: short-term results of robot-assisted pancreatoduodeodenectomy: a retrospective cohort study of 146 patients operated in a high-volume center iben-khayat, abdallah et al. Hpb, volume 26, issue 10, 1270 - 1279, https://doi.org/10.1016/j.hpb.2024.07.402 section a: patient information - no specific patient demographics were provided for the patients. The mean age of the study group is 67 years, the majority (72%) of the patients were females. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published acceptance date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Field d6 is blank because the product is not implantable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
A literature article that described a retrospective cohort study of 146 patients who underwent robotic assisted pancreaticoduodenectomy (rpd) from 2014 to 2021 in a high-volume center was analyzed. Major complications (clavien-dindo grade greater than 2) occurred in 41 patients (28 percent), which included biliary fistula, clinically relevant postoperative pancreatic fistula (cr-popf), gastrojejunostomy fistula, infection, delayed gastric emptying (dge), and post pancreatectomy hemorrhage (pph). Among the patients that experienced post-operative complications, 23 patients required re-operation. The designated author was contacted and confirmed that there were no da vinci device malfunctions in the procedures, nor did any isi products cause or contribute to the events.